Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 16-60 mg/dl. Reportedly, customer administered too large of a bolus which subsequently decreased their bg level. Customer was treated with carbohydrates, orange juice, sandwich and other snacks at ER to address bg level. Customer was released from the ER the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.